Event description:
A friend of the end user was moving the rollator. A wheel came off and he fell.

Manufacturer narrative:
The end user reported that her friend was moving the device and a wheel came off. He fell, hitting his head and had a temporary loss of consciousness. He was evaluated by the paramedics but did not go to the emergency room. No treatment was provided. The sample was returned and the issue was confirmed. Its condition was worn with dirt and various residue present throughout. There were dents along the front crossbar indicating that the device had been subjected to various external impacts throughout its usage. No maintenance had been performed on the device during the six years it had been used and we have determined that the lack of maintenance is likely to be a contributing factor to the reported incident.